Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch , no issues were observed. Data was successfully extracted from the returned sensor using approve software. The watermark was observed at the base of the sensor tail indicating the sensor being properly inserted. Sensor state 7 with event logs 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issue were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. An extended visual inspection was performed on the returned de cased sensor and no issue were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality (smu) test indicate that there were no issues with sensor functionality and electronics. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high sensor reading with the adc device. The customer had high sensor readings with the sensor and became hypoglycemic with loss of consciousness. The customer was treated with glucose infusion solution by a healthcare professional. There was no report of death or permanent injury associated with this event. The customer reported sensor readings of 16.6 mmol/l and 18.4 mmol/l against healthcare meter results of 9.3 mmol/l and 9.1 mmol/l. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high sensor reading with the adc device. The customer had high sensor readings with the sensor and became hypoglycemic with loss of consciousness. The customer was treated with glucose infusion solution by a healthcare professional. There was no report of death or permanent injury associated with this event. The customer reported sensor readings of 16.6 mmol/l and 18.4 mmol/l against healthcare meter results of 9.3 mmol/l and 9.1 mmol/l. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.